Event description:
It was reported that during surgery, the plate did not fit.

Manufacturer narrative:
Update: h6. The event is considered confirmed and occurred during surgery where the left maxillary fixation plate could not be used due to an unplanned maxilla advancement. The surgeon had to use stock l-plates, leading to a delay of 15-60 minutes. The cause of the issue was unclear, possibly related to splints, guides, or the plate itself, and no post-op CT was available. Stryker's custom design team analyzed the complaint and found no discrepancies in the design or manufacturing of the plates. The plates were made according to the specifications provided by 3d systems. The investigation regarding the splints, guides, and vsp (virtual surgical planning) is being handled by 3d systems and documented separately. Without a post-op scan or additional information, the root cause of the event remains undetermined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during surgery, the plate did not fit.